Manufacturer narrative:
Although requested, the device was not returned for evaluation, and additional information was not received. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that an intraocular lens (iol) was explanted due to unresolved visual disturbances. Additional information was requested.